Event description:
The customer reported via phone call that they had high blood glucose. The customer stated their drive support cap was not damaged. Customer also stated the cannula was slightly bent, but insulin was able to exit. It was also found the customer had several no delivery alarms in their alarm history. Customer's blood glucose was 180 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.